Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
The physician intended to use an evercross balloon catheter during procedure, involving chronic total occlusion in the sfa reconstituting at hunters canal. The sfa exhibited severe calcification. It is reported that the balloon burst longitudinally at nominal pressure. The catheter was removed safely leaving no foreign object behind. No damage occurred to the vessel. It is reported that the balloon burst occurred in stent because of heavy calcium. No further action was needed after ballooning in stent.